Manufacturer narrative:
MDR 9615332-2018-00142 is associated with (B)(4) biotene dry mouth oral rinse.

Event description:
My tooth was diagnosed with serious germ infection [tooth infection] using the product to keep good dental health [device use in unapproved indication]. Case description: this case was reported by a consumer and described the occurrence of tooth infection in a (B)(6) male patient who received glycerin (biotene dry mouth oral rinse) mouth wash (batch number unk, expiry date unknown) for dental cleaning. In (B)(6) 2015, the patient started biotene dry mouth oral rinse. In (B)(6) 2016, an unknown time after starting biotene dry mouth oral rinse, the patient experienced tooth infection (serious criteria other: serious per reporter). On an unknown date, the patient experienced device use in unapproved indication. Biotene dry mouth oral rinse was discontinued in (B)(6) 2016 (dechallenge was positive). In (B)(6) 2016, the outcome of the tooth infection was recovered/resolved. On an unknown date, the outcome of the device use in unapproved indication was unknown. It was unknown if the reporter considered the tooth infection and device use in unapproved indication to be related to biotene dry mouth oral rinse. Additional details, adverse event information was received via email on 4 september 2018. Consumer reported that "I have been a long-time customer of your biotene mouthwash and used your biotene mouthwash products for years until when my tooth was diagnosed with serious germ infection. Eventually my tooth was extracted due to this infection. Apparently your biotene mouthwash product has been over-claimed for its dental health effects. It didn't function on my teeth as it has claimed". Follow up information was received via email on 4 september 2018. Consumer reported the suspect product as biotene dry mouth oral rinse. Consumer provided contact and demographic details which were updated in the case. The consumer reported reason to use the product as to keep good dental health. The start date of product was (B)(6) 2015 and stop date was (B)(6) 2016. The symptoms began on (B)(6) 2016 and resolved on (B)(6) 2016 after tooth extraction and treatment. Follow up information was received on 10 september 2018 from patient. The patient returned authorization form with the contact details of physician which were updated in the case. Initial and follow up information was included in above narrative.